Event description:
It was reported that a malfunction with code malf 12 occurred. The customer's blood glucose level did not exceed 500 mg/dl, and there was no adverse impact reported. Technical support assisted the customer with resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any issues reappeared.